Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter was reading inaccurately at an unknown date in (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of "186mg/dl" compared to "136 mg/dl" on a onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. Prior to obtaining the alleged inaccurate results, the patient reported that he developed symptoms of "blurry vision [and] finger pain". The patient reported that at 2pm on (B)(6) 2016, during a doctor's office visit, he received 5 units of humulin insulin from a healthcare professional (hcp). At the time of troubleshooting, the cca noted that the patient was using an approved sample site to obtain the blood samples and he described the correct testing steps. The cca also noted that the subject meter was set to the correct unit of measure. The cca confirmed that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was out of range. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, there was no adverse event. Although the patient received treatment from a hcp, this correlated with the elevated readings obtained on the subject meter. However, this complaint is being reported as a malfunction as the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.